Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 16.3 to 16.5 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. Insulation degradation was observed at 4.5 cm from the connector pin.

Event description:
It was reported that the atrial lead exhibited noise which caused inappropriate mode switch episodes. It was noted that the lead insulation was damaged. The lead was explanted and replaced. The patient was in stable condition.